Manufacturer narrative:
This device is expected to be returned, but will not be analyzed as the problem is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a pimple on the healed suture sleeve incision sight and dug around the area. This resulted in an infection that was treated with antibiotics. The device was then explanted due to this infection. No additional adverse patient effects were reported.